Event description:
Patient had a gj(gastro-jejunal) tube placed on (B)(6) 2025. It was discovered after the placement of the tube that the tube was not holding water to keep the tube from coming displaced. Patient returned to the operating room to have the tube replaced due to the defective tube. Special needs patient who has chronic gj tube for aspiration risk.